Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported speaker damage which was reproduced by troubleshooting device. Visual inspection determined damaged speaker in the rear case assembly. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced low or no volume. There was no patient involvement. No additional information is available.